Manufacturer narrative:
No samples or pictures were received for this investigation. The DHR was reviewed for lot d161672 and it was confirmed that this lot had (B)(4) units that were manufactured on 06/16/16 and were manufactured on the first shift. No defects were reported during the quality inspections. Awareness was given on the manufacturing line in order to make the operators aware of the non conformance reported by the customer. No further actions are being taken at this time since no samples or pictures were received for this investigation to confirm the non conformance and during the process evaluation no condition that requires mitigation was observed. The root cause of this event is undetermined and the investigation is inconclusive due to insufficient information from the field.

Event description:
Sticky portion of drape is not sticky enough. Peels away from patient. Surgeon frequently needs to open an loban drape as well to help it adhere to patient. In today's case it was peeling off so badly surgery was stopped, incision was closed and drapes were removed and patient was re-draped. Problem continued with next replacement drape- same drape.